Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient just received a battery change. It was noted surgery went well with no anomalies, and device was interrogated with all parameters within normal limits. It was then noted that patient was complaining of having more seizures. The device was turned on and is in normal settings.. Regarding the increase in seizures, the physician's assessment of the cause was external factors that were not vns along with other factors. It was reported that the patient did not take their regular medications which could have had an affect, along with the effects of anesthesia in post-op. The patients' caregiver in post-op, stated that the increase in seizures was above the pre-vns battery replacement that took place. With the patient missing her usual medication, this could have had its effect on the patient. No additional relevant information has been received to date.